Event description:
The patient reported they had a bladder surgery about two weeks prior to the report. Their pump was located in the butt cheek high on the right side, and it was almost at her waist. When they came out of the bladder surgery, they had a burning sensation by their leg, and the cheek of their butt by the leg was on fire. When they moved it shot hot feelings their butt. They stated this sensation was not at the pump site, but it was about six inches below the pump. It reportedly ¿felt like the size of the top of a cup, maybe four of five inches across like in a circle¿. It felt like it was burning, shooting hot, and on fire when they moved, stood up, sat down, laid down, or walked. The patient thought it may have been a bed sore, but their nurse checked and said it was not; that there was nothing there, and there were no ¿red marks or anything¿. The patient also reported that they had the pump drained of dilaudid and morphine on (B)(6) 2014, and they had not done anything with it since. The pump was reportedly empty at the time their reported symptoms began.

Event description:
It was previously reported that "when [the patient] moved it shot hot feelings their butt." Correction: when [the patient] moved it shot hot feelings in their butt.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (b)(5), implanted: (B)(6) 2009, product type catheter. (B)(4).